Manufacturer narrative:
Product ID: 8703w, lot# l51801, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal baclofen (unknown concentration and dose) and morphine (unknown concentration and dose) via an implant pump. Indications for use included stroke and intractable spasticity. It was reported the patient's pump had broke. On (B)(4) 2015, additional information was received from a consumer. The pump did not work and the patient's doctor said that "it's broke". Compatibility guidelines were requested for a CT scan/x-ray/pet scan. The patient wanted to have it replaced and the doctor said "you're too old" and would not replace it. It was mentioned the patient was bedridden. The patient was no longer working with the managing physician, but had another doctor that came in to see him. On (B)(4) 2015, additional information was received from a consumer. The patient had notified the managing physician about the broken pump about three years ago and the patient as told he was too old to undergo anesthetics. The patient had noticed the spasticity or the way he moved was gone. It was reported there was no medication in the pump at the time of the broken pump; however, it was also reported the patient was on baclofen and "a little bit of morphine". "The pump was attached to my spine." The patient had no activity level and his spasticity was gone. No steps were taken to resolve the broken pump as the doctor said the patient was too old and the patient's insurance did not cover it. On (B)(4) 2015, additional information was received from a company representative and indicated the patient came in every six weeks and suddenly he was discharged (2-3 years ago). He had not used the pump in three years and they told him that the pump was "broke. The patient wanted to know if the pump could be taken out and replaced. The hcp told him he was too old. The patient's spasticity was gone and he needed to find another hcp. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. Regarding the broken pump, the patient had not notified the physician because they cancelled/discharged me 3 years ago. The patient first started to experience the broken pump 3 years prior to the date of this report. The pump contained 97% baclofen, 3% morphine (concentrations and doses not specified). The patient did not experience spasticity; every once in a while he felt pain. Regarding steps taken to resolve the broken pump, none as reported. The patient had no place to go due to "money and my age." As of the date of the report, the broken pump had not been resolved.